Manufacturer narrative:
The device was rejected at the surgery due to unsuccessful insertion of the electrode lead. Aside from damage sustained during attempted implantation, no other anomalies were identified with the returned device.

Manufacturer narrative:
This report is submitted august 22, 2017.

Event description:
Per the clinic, subsequent to an unsuccessful initial insertion, the surgeon removed the electrode in order to attempt a second insertion. As the surgeon attempted to reload the electrode, it was found that the tip of the sheath was broken, resulting in the decision to discontinue use of the device. The patient was successfully implanted with the backup device. No patient injury is associated with this event.